Event description:
Customer called in to report the insulin pump has unresponsive buttons. The customer also mentioned there were alarms for no delivery, battery out limit and failed battery test. Blood glucose reading at the time was 218 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.